Manufacturer narrative:
The device was not returned. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one of the jaws of the thunderbeat device broke and fell in abdomen (40 year old female patient) during celioscopy procedure. The surgeon recovered the broken jaw piece from the abdomen. No reports of patient harm. Details of the patient's current condition, procedural details and outcome of the procedure were requested but not available at the time of the report.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide a correction to the initial (d4-lot number, d9, h3, h4, h7, and h9). The device was evaluated by olympus, and it was confirmed the probe was broken at 16,4 mm from the distal end of the probe. Furthermore, there were non-reportable (non-pae) defects noted. Correction to the initial h7 and h9 as the subject device is not part of a recall. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the probe broke which led to the recovery of the subject device occurred due to one of the following: 1) during the output activation in seal & cut mode, the probe was contacting hard tissue, metal objects or surgical instruments. 2) due to ultrasonic vibration, the coating of the probe peeled off. Also, scratches were generated. 3) a force to activate the output in seal & cut mode, or a force to grasp the tissue was applied to the probe. Therefore, cracks were generated at the scratched area. 4) a force was applied to the probe causing it to break. However, a specific root cause of the reported event could not be identified. The event can be prevented by following the instructions for use which state: "the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone." "Do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities." Olympus will continue to monitor field performance for this device.